Manufacturer narrative:
Investigation summary: two (2) new and one (1) opened/unused samples list# cl3020, were returned for evaluation. As received, the sets were inspected with uv light, and the presence of solvent at the bond connection with the chemolock and the drip chamber in all the sets was confirmed. The sample were filtered and a loose fluoresce particulates were noted the complaint of unidentified white substance in tube can be confirmed. The probable cause an errant solvent during manual assembly process in ensenada.

Event description:
A complaint was received regarding 40" (102 cm) appx 4.9 ml, admin set w/chemolock w/red cap, 20 drop in-line drip chamber, spiros, bag hanger, drop-in red cap that experienced "particulate" matter in the fluid path. It was reported that there was unidentified white substance in tube. They discovered it while checking for defects due to initial report of foreign substance found on tubing. There was no reported patient involvement.